Event description:
Pt complaint of back driver arm very difficult to move.

Manufacturer narrative:
Evaluation summary: final analysis revealed that the drive nut assembly was stuck due to rust and corrosion on the threaded segment enabling further testing. This anomaly could result in inaccurate delivery. Serial # predates drivenut material change.